Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a redo atrial fibrillation procedure, an air leak occurred. Transseptal access was obtained using a non-abbott device (versa cross by boston scientific) through the agilis 13f sheath and then exchanged for an hd grid mapping catheter to do pre mapping of the left atrium. Mapping was completed and the mapping catheter was exchanged for a non-abbott catheter (farawave pfa catheter by boston scientific). Upon inserting the pfa catheter into the valve of the agilis, the physician heard a noise and when blood was drawn back, bubbles were observed. It was suspected that the valve was compromised when the non-abbott catheter (farawave pfa catheter by boston scientific) had been inserted initially. The sheath was exchanged and the procedure was completed with no adverse patient consequences.